Event description:
It was reported that during da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument was not grasping tissue. The procedure was completed with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement and initialization tests. The instrument passed the cut and seal tests on 3 of 3 attempts. The grips opened and closed properly. The grip ring is in place, and the grip cable is tight as expected. The instrument is found to have a missing retaining c ring at the wrist bearing. The ring was not found inside of the housing. The instrument was found to have a dislodged bearing in the housing. The instrument housing was removed and found the instrument wrist bearing not properly seated at the back end. The snake wrist bearing appears to be dislodged. The instrument exhibited imprecise motion when the master tool manipulators (mtms) were manipulated. The instrument passed the recognition and engagement tests. The grip tips moved within the joint limits and in the commanded direction, however a lag or delay in the motion that was observed, due to the missing retaining c ring and dislodged bearing. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.